Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using two prostyle after a left heart catheterization angioplasty procedure using an 8f sheath. Reportedly, the first prostyle needles did not catch the cuffs; a cuff miss was noticed. Another prostyle was inserted and did not feel right. The device was not deployed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the product quality problem (irregular texture) cannot be determined. The subsequent treatment is due to the circumstances of the procedure. In this case, it is possible an interaction with the patient anatomy caused the related difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in event is being filed under a separate medwatch report number.